Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 15 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The site was grafted. The clinician reported the patient's peri-implantitis, pain, swelling and inadequate healing. The implant was torqued to 20 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.